Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, they felt the needle was already deployed and dangerous to use the hs iii proximal seal system 4.3 mm aortic punch. A replacement device was used to complete the procedure.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical usage and no evidence of blood were observed. The safety lock on the cutter was disengaged and the actuation button was fully depressed. There were no signs of tampering to the device. The actuation button was depressed approximately 1 inch inside the tool. No other visual defects were observed. A mechanical evaluation could not be conducted as the device was returned with the actuation button dis-engaged and a fully deployed needle. Based on the return condition of the device and the evaluation results, the reported complaint was not confirmed for the reported failure "premature deployment".

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, they felt the needle was already deployed and dangerous to use the hs iii proximal seal system 4.3mm aortic punch. A replacement device was used to complete the procedure. The hospital did not report any patient effects.